Event description:
It was reported that the patient's blood glucose levels rose to over 400 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the pod cannula was properly seated in the infusion site (unspecified). The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.